Event description:
After an unknown procedure, the 4-40 stud broke off inside the disposable. The case had already been completely successfully. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.